Event description:
A minimum fill notification was reported by the customer, which occurred approximately one month prior. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading a new cartridge onto the pump, successfully resumed insulin delivery, and received assistance in placing the pump back in its case.